Event description:
A 24mm amplatzer septal occluder (aso) was implanted. The next day, it was found to have embolized. The patient was admitted for surgery where the aso was explanted and the atrial septal defect was surgically repaired. The patient is stable.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.